Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a changeout due to normal elective replacement indicator, fluoroscopy revealed externalized conductors on the right ventricular lead. No electrical anomalies were detected. No intervention has been suggested. The patient does not want the lead replaced. The patient will not be monitored with routine follow-up. No further information is available.